Event description:
The facility's nurse reported an infusion pump that failed to alarm when a bag of taxel ran empty. The pump was infusing at a rate of 195-198ml/hr and a "special taxel tubing for chemo was used". Reportedly when the bag ran empty, the pump was "going back and forth" and did not alarm for upstream occlusion or for air. There was remaining volume to be infused left on the pump screen when the event occurred. According to the nurse, "blood was coming out of the pt's arm" but no pt injury has been reported and no adverse outcome resulted.